Event description:
Customer reports lancet is protruding from the softclix device (unk if before or after firing). No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.